Manufacturer narrative:
Section e: this event occurred at (B)(6) hospital. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Review of the submitted log files confirmed low flow alarms; however these events occurred on the first two days after implant and resolved following set speed adjustments. A direct correlation between (B)(6) and the reported bleeding could not be conclusively determined through this investigation. The submitted log files captured data from (B)(6) 2021. Transient low flow hazard alarms were captured on (B)(6) 2021 and (B)(6) 2020. The alarms appeared to resolve after the set speed was increased. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been admitted to the hospital due to lymphocytic myocarditis. The patient was then implanted with a heartmate 3 and was put on a centrimag oxygenator on (B)(6) 2021. The vad flows were static in the first few days following implant. On (B)(6) 2021 the patient was noted to be experiencing bleeding and heavy drainage from the wound site. Low flow alarms and pi events developed which, along with the bleeding, required a blood transfusion. A set of log files were sent which contained set speed changes and alarms associated with a new implant. The low flows appeared to resolve following the set speed adjustments. A second set of log files was sent for review, which only showed routine data. A third set of log files revealed that the patient was continuing to experience pi events.